Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High battery resistance/impedance was found leading to elective replacement indicator (eri). Additionally, battery depletion was indicated as eri due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011.

Event description:
It was reported that the patient went to the emergency room due to being symptomatic at pacing mode vvi 65 as the device had reached elective replacment indicators (eri). The device was reprogrammed until it was explanted and replaced a few days later. There were no further patient complications reported as a result of this event.